Event description:
The customer reported that the system does not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced system interface board. System operates as intended.